Event description:
Medical affairs was unable to get in contact with the pt and sent the pt a letter to obtain more clinical info. Reporter called on behalf of the pt alleging that the pt stopped using the device and started to use their friend's meter. Their friend moved away and therefore the pt stopped testing completely. The pt was hospitalized with a blood glucose over 500 mg/dl. No info on how long the pt stopped using their meter and why they stopped using the device. The pt was treated with IV. There is also no info on whether the pt experienced any symptoms or even tried to test on their meter prior to going to the hospital. The test strips were in good condition.